Manufacturer narrative:
Clarification to d.9: the device has not been returned. See photo analysis. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture on the right side. Device was explanted and replaced with non abbvie product.

Event description:
A healthcare professional reported rupture on the right side. Device was replaced with non abbvie product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.